Event description:
Problem: notified by director respiratory care that one of her adult star ventilators shut off when the power on/off switch was inadvertently hit. The button was in the "on" position, the ventilator was "off". She duplicated this on her other adult star ventilators. Rptr duplicated this by tapping on an adult star ventilator on 10/23/98.